Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation results forwarded by the supplier indicate that a review of planning records and CT scan images was performed. A femoral osteophyte was not clear on the CT scan images and therefore, was not included in the segmentation. The tibial guide being in varus is possibly the result of the surgeon pushing the guide on the medial plateau of the tibia, like done for a normal MRI guide. However, these guides were based on CT scans. In CT images, no cartilage is visible. CT guides are built with an offset of 4mm from the bone on the plateaus. When the surgeon pushes on the medial plateau, the guide will come into varus. (B)(4).

Event description:
It was reported that patient underwent knee procedure utilizing signature knee guides on (B)(6) 2010. During the procedure, the surgeon placed the femoral and tibial guides and drilled the distal femoral cut. The medial distal cut was 6mm instead of 8.5mm. Additionally, the surgeon noted the tibia cut was ten degrees of varus. Standard instrumentation was used to finish the procedure. A delay of more than half an hour occurred as a result.